Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip bent causing side to side misalignment of grips. There was a .064 offset at the tips. The bent grip doesn't exhibit separation of the yaw pulley and pulley cover at the glue joint, likely cause of bending remains overloading at the tip. Failure analysis concluded that the damage was likely due to mishandling. Failure analysis investigation also found the following damages, which were not reported: the distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. Both of the grips exhibited indentation. No other damage was found. Failure analysis concluded that the damaged was likely due to mishandling. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the main tube material removal found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the fenestrated bipolar forceps instrument tips did not approximate. There was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.